Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer felt the insulin pump was not functioning properly. It was stated that the customer was not getting insulin, and the insulin pump never gave a no delivery alarm. It was also reported that the customer was hospitalized due to high blood glucose levels, nausea, ketones lack of concentration, symptoms of a heart attack and sweating. Troubleshooting was not possible as the customer did not have insulin pump supplies. Nothing further was reported.